Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that they had replaced the patient's previous pump due to a similar problem refilling the pump of it being nearly impossible for hcp to get the drug into the pump. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-09. In response to a request for further information for the event date, serial number of the pump, symptoms, patient's weight, the cause of the issue, and the status of the pump it was stated "unknown." No further complications were reported or anticipated. **information omitted pertaining to (B)(4).